Event description:
It was reported that the attempted right ventricular (rv) lead had damage to the inner lumen because the stylet would not pass through the rv lead. Therefore, the lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed. The distal conductor had blood/fluid obstruction as well as blood/body fluid (not obstructed.) There was blood in/on the helix/lobe mechanism.